Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation it was noted that the tip of the dilator was bent and frayed at the end. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.